Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered coronary artery occlusion and angina. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, and history of complete heart blocked, history of hemochromatosis and history of mild bilateral carotid disease. The target lesion was mid lad described as reference vessel diameter of 3.5mm, lesion length 30mm, de novo, class c, and anatomically complex. Integrilin was used for the procedure. Asa and plavix were administered peri-procedurally. Post-implant, a side branch occlusion was noted. This was treated with poba. The procedure was completed successfully. Patient's post procedure medications included aspirin and plavix. At the one-month follow-up visit the patient reported having stable angina. Treatment if any is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15099041 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The (B)(6) male patient was part of the (B)(4) study. A 3.5 x 33mm cypher stent was implanted in the mid lad. Post-implant, side branch occlusion was noted which was treated with ptca and the procedure was successfully completed. At the one month follow-up, the patient reported having stable angina.